Event description:
The account generated false positive architect stat troponin-I results on 3 patient samples that repeated negative. (B)(6) generated architect stat troponin-I positive of 0.064 ng/ml but repeated negative of 0.023 ng/ml. (B)(6) generated architect stat troponin-I positive of 0.043 ng/ml but repeated negative of 0.024 ng/ml. Patient 3 generated architect stat troponin-I positive of 0.064 ng/ml but repeated negative of 0.027 ng/ml. The account uses a troponin cutoff of 0.028 ng/ml. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
A field service representative serviced the i2000sr, and replaced the valve manifold kit, which were worn out from normal use and is the probable likely cause of the discrepant results. A product labeling review found the architect system operations manual and the stat troponin-I assay package inserts contain adequate information for the described issue. A historical/quality data review of complaint data did not identify any adverse trend for valve manifold kit issues causing discrepant results. A service history review found no service history issues for i2000sr serial (B)(4). No additional discrepant result complaints were found to have been documented for i2000sr serial (B)(4) since the instrument was serviced and the manifold valves were replaced. The discrepant result issue was resolved though the replacement of a used manifold valves. No systemic deficiency or adverse trend was identified during this investigation.